Event description:
No blood glucose levels reported. It was reported that the customer was still receiving multiple failed battery test alarms despite receiving a new battery cap for the insulin pump. The mother of the customer has declined further troubleshooting. The customer was advised that the insulin pump would need to be replaced. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).